Manufacturer narrative:
The kentrox a+ was not available for analysis.

Event description:
Ous MDR - noise was seen on the ventricular and far field channels. During an xray the kainox vcs was noted to be broken; it's not clear if the kentrox a+ is damaged. The physician recommended the extraction of the leads. No date of explant was provided. Only the associated lead was returned for analysis.